Event description:
It was reported that a scheduled remote monitoring transmission review showed recorded atrial tachy response (atr) events which showed noise oversensing on the atrial channel resulting in atrial inhibition of pace. The device remains implanted to date. No adverse patient effects were reported.